Event description:
On (B)(6) 2012, the patient left a message for animas stating the animas pump is not pushing insulin through. Animas has made several attempts to contact the patient back for more information but was not successful. At this time, there was no report of patient impact associated with the complaint. This complaint is being reported due to the alleged pump delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2013 with the following findings: during investigation, the pump successfully performed a rewind, load and prime sequence. A review of the pump history showed that there are no warnings related to the complaint recorded; only typical usage was observed. The units remaining were correctly calculated. During testing, the force sensor calibration was found to be within required specifications. The complaint could not be duplicated during the investigation and no defect was found.